Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
Per the physician, due to skin overgrowth at the site of the fixture, the patient underwent a surgical procedure to remove the excess soft tissue.the implanted device remains.